Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements of 140 ohms. It was noted that rv sensing, pace impedance, and threshold measurements were stable and within normal limits with no episodes of noise recorded to the device. The physician performed commanded shock testing with the patient in several positions returning in-range values from 90-104 ohms. The patient reported when sitting on their side they feel as though the deice lifts away from their chest. Device data was sent to boston scientific technical services (ts) for further evaluation who noted the device appeared to be functioning appropriately with the exception of the aforementioned impedances. Additional suggestions were provided for continued monitoring and assessment. No adverse patient effects were reported. This system remains in service.